Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels from (400-above 500 mg/dl) with small ketones from (B)(6) 2016. The customer would use manual injections to stabilize bg levels and followed up with health care provider to adjust pump settings. The customer is unsure on what cause elevated bg levels. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.